Manufacturer narrative:
A. Bremer et. Al. Vagusnervestimulering hos barn med farmakoresistent epilepsi. Tidsskr nor laegeforen nr.7, 2006; 126: 896-8.

Event description:
It was reported in an article studying the side effects of pts implanted with the vns device, that three pts had the device removed shortly after implant due to infection. This report will capture the second report of infection from the second pt. MDR # 1644487-2010-00121 will house the first infection experienced by the second pt. Good faith attempts to obtain additional info from the author of the article including pt and product identifiers, as well as whether or not this event has been reported to the MFR previously have been unsuccessful to date.